Event description:
Revision surgery - due to pain.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 7.2 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was disposed of and not returned to (B)(6) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the fourth complaint for this part number: one screw backed out, two due to pain, and one due to infection. The root cause of the pain could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.